Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, torn tubing at cylinder and reservoir.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device: a titan genesis pump, two cylinders, and a detached piece of inlet tube were received for evaluation. Examination and testing of the returned components revealed surface abrasion is noted on the strain relief of both exhaust tubes of the pump and all tubes of the pump. Partial separations within abrasion are noted on both exhaust tubes of the pump, on the exhaust tube of cylinder #1 and cylinder #2, and on the detached inlet tube. Testing revealed these not to be sites of leakage. A separation is noted on the longer exhaust tube of the pump. Testing revealed this to be a site of leakage. The separation appears to be rough and irregular, indicating sufficient stress was exerted. A separation is noted in the detached inlet tube. Testing revealed this to be a site of leakage. The separation appears to be rough and irregular, indicating sufficient stress was exerted. No functional abnormalities are noted with cylinder #1 or cylinder #2. Based on previous quality simulations and examination of the returned product, quality concluded that the rough and irregular surfaces associated with these separations indicates that sufficient stress(s) was exerted on the longer exhaust tube of the pump and the detached inlet tube to separate these sites while in-vivo. Separations of this type would then allow the loss of fluid, making the device inoperable. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.